Event description:
The pt contacted lifescan alleging the their one touch ultra meter was prompting the apply sample icon. The medical affairs specialist spoke with the pt in 2005. The pt normally tested with their meter once a day. "For several days", pt was unable to get a reading on the reported meter. Pt continued taking their usual daily oral diabetes medication: glucotrol and avandia. Pt began to feel light-headed. Pt attempted to test with the meter and could not obtain a result. Pt went to their medical clinic. A result "greater than 200" was obtained on the clinic meter. The pt was given an additional dose of glucotrol and their daily glucotrol was changed from regular to extended release. The pt had had been directed to notify their dr if their meter results were > 200 mg/dl. The customer care representative (ccr) discovered that the pt was using incorrect testing technique. The ccr walked the pt through retesting and the meter operated correctly. There is no indication that the product malfunctioned. The event meets the criterial for an adverse event medical device reporteable because the pt hay have noted elevated blood glucose readings, and sought treatment earlier had pt been able to obtain results on the meter. No product was replaced.